Manufacturer narrative:
A service technician from steris's dealer medical supplies de panama inspected the sterilizer and found that the sv4 valve required replacement. The sv4 valve injects hydrogen peroxide into the sterilizer's chamber. As the sv4 valve was not operating properly, it allowed excess hydrogen peroxide to enter the sterilizer chamber and subsequently causing the reported event. The technician replaced the sv4 and proactively replaced the sv5. The technician tested the sterilizer, confirmed the unit to be operating properly and returned the sterilizer to service. The employee subject of the reported event was not wearing proper ppe, specifically gloves as stated in the operator manual. The operator manual states (pp. 6-14), "ansi/aami st58, 2013, recommends using chemical-resistant gloves when using the sterilization unit. The v-pro max2 sterilizer operator manual (1-2) states, "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. When handling hydrogen peroxide, wear appropriate personal protective equipment." The technician counseled the user facility on the importance of wearing proper ppe, specifically gloves, while operating their v-pro max 2 sterilizer. No additional issues have been reported.

Event description:
The user facility reported that an employee experienced "burns" and irritation from their v-pro max 2 sterilizer. The employee sought medical treatment and was reported to be fine after a few hours.